Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the loading unit was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 5 cm cut line. The loading unit clamping mechanism was deformed. Functionally, the loading unit was loaded into a post market vigilance instrument, the interlock was over ridden, and the loading unit was applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Add itionally, the investigation detected a unreported condition of clamping mechanism was deformed that has no relationship to the reported condition. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophageal and jejunal anastomosis on a laparoscopic endoscopic radical gastrectomy, the surgeon was able to press the green button but unable to squeeze the handle, so the device did not fire. The next reload had the same difficulties. The handle and reload was replaced and fired, but there was poor staple formation and incomplete staple line. This caused an esophageal tissue tear. The incision was extended more than one inch because the surgery was converted to an open surgery. The surgical time was extended for three hours. The surgeon performed manual suture to complete the case. The hospitalization would be extended for at least a week because the patient would be under observation.